Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide device evaluation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead was in a car accident. During a routine follow-up appointment there was loss of capture observed. Subsequently, the patient underwent a revision procedure and upon pocket opening it was found that the patient had twiddler's syndrome. The leads were twisted inside the pocket and the ra lead had dislodged. A new ra lead was successfully placed. No additional adverse patient effects were reported.